Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor gel breast prosthesis, catalog and lot numbers both unknown. (B)(4)

Event description:
It was reported that a (B)(6) -year-old patient underwent a primary breast reconstruction procedure with unspecified mentor gel breast prostheses when the left prosthesis ruptured after implantation. As a result, the patient underwent explantation on (B)(6) 2018. During explantation surgery, the doctor observed that the right prosthesis had ruptured as well. The explanted devices were replaced with allergan brand breast prostheses. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 06/19/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/23/2018, mentor became aware that the suspect medical device is a mentor siltex round moderate profile gel breast prosthesis. The catalog number is 324-1257 and the lot number is 5668388. On 07/31/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 08/05/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Yellow material was observed on the shell surface. The product evaluation (pe) team¿s visual examination of the device revealed parallel lines of shell wear on the anterior view, suggesting in-vivo folding or creasing of the device. A rent measuring 10.0 cm was observed on the posterior view. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).